Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself with an inadequate response time. On an unspecified date and time, in the post anesthesia unit (pacu), the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, while preparing to transfer the pt to the intensive care unit (ICU), the device was unplugged from ac power. It was reported that the device powered off within seconds. After an unspecified length of time, after the pt was transferred to the ICU, the device was plugged back into an ac power outlet. It was reported that the device had lost all the previously programmed settings. The device was reprogrammed. Therapy was resumed using the same device connected to ac power. The customer contact indicated that due to the lost programming and subsequent reprogramming of the device, it was not known if the pt received and extra dose during a lockout period. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.